Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of damage to the patient cable on the mobile power unit (mpu) was not confirmed. The mobile power unit, serial number mpu-unknown, was not returned for analysis. No log file or photographs were submitted for analysis. Multiple attempts have been made to obtain additional information about the reported event such as serial number of the mpu, if the mobile power unit (mpu) will be returning for evaluation and the tracking information for the mpu; however, no response was given. As a result, the root cause for the reported event could not be conclusively determined through this analysis. To date, the mobile power unit associated with the event was unavailable for evaluation and the complaint file will be closed with no further actions. If the mobile power unit is returned at a later time, the complaint will be re-opened. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to check for damage regarding their equipment, including their mpu and its patient cable, and to obtain a replacement if necessary. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fall at home which was significant enough to break his wrist. They were connected to the mobile power unit (mpu) at the time and the patient cable got pulled. The patient was seen in clinic and reported that the unit worked but exposed wires were sticking out. The exposed wires were noted to be on the gray cable instead of the power cord. The patient was advised to not use the unit.